Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. The device is expected to be returned to fisher & paykel healthcare. No information to date. Investigation still underway, no results to date. No conclusion can be made at this time.

Event description:
A hospital reported that the display of the mr850 respiratory humidifier indicated "temperature alarm" and "temperature 28 degrees" whilst the suspect rt105 breathing circuit was connected. The rt105 was replaced with another rt105, and there were no error messages displayed. No pt consequence was reported.